Event description:
We may have stumbled upon an equipment concern regarding the sahara chest tube system. This was brought to us from a provider. She has observed several instances with the chest tube air leak chamber communicating with the output chamber. This has caused concern for loss of suction in the system leading to suspected airleaks, pneumothorax, crepetis. When this has been identified, the CT canister was replaced. Our concern is that this may be an equipment/product issue.